Manufacturer narrative:
(B)(4). Date sent: 6/02/2026. D4: batch # unk. Additional information was requested, and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? -malformed staples. How was the bleeding controlled? -compression. How much blood was lost (ml)? -unknown. Did the patient require a transfusion? -no. A manufacturing record evaluation was performed for the finished device batch number of 442c00 / 22gst45g, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lung resection procedure, it was observed that the staple line and cut line had oozing after they were completed. They stopped oozing with compression hemostasis. There were no adverse consequences to the patient nor surgical delay reported. No additional information could be provided.